Event description:
It was reported that the lead component of the patient¿s implantable neurostimulator (ins) was damaged during an explant procedure. It was noted that when the physician explanted the lead it fractured and about 4 to 5 cm was left in the patient. Follow up information received 5 days later confirmed that the lead break occurred during removal as the physician could not get the lead portion below the tines to come out. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va07a6c, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received noted that patient had small portion of retained lead. Ortho spine could not remove. Neurology wanted MRI but could not be ordered due to retained portion of lead. Regarding how the patient was doing now, it was noted "unknown".